Manufacturer narrative:
The customer has stated that they were performing proper maintenance and passing quality controls. Siemens has requested return of reagent for further investigation. The cause of this event is unknown.

Event description:
The customer reported that they received a false negative hcg result on their clinitek status+ instrument compared to serum testing. The patient's pregnancy was confirmed from the repeat testing. There is no reported injury due to this event.

Manufacturer narrative:
Siemens completed the investigation. Upon investigation maintenance problem was identified. The instrument is working as intended. Root cause of this event is due to user error.

Event description:
New information was received on 22-aug-2025 that the event observed on this device a false positive hcg. The result was confirmed from the repeat testing. There is no reported injury due to this event.